Manufacturer narrative:
Concomitant medical product: 383059 lead, implanted: (B)(6) 2018. The full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few days post-implant, threshold increased to high levels. Approximately five months later, the right ventricular (rv) lead was explanted and replaced. No patient complications have been reported as a result of this event.